Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 22 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 8 reported events were confirmed; the cause traced to component failure. 14 device evaluations are still in progress. Evaluation results: 8 devices were found to be affected by a worn dynamic seal. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was reportedly leaking. 23 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 23 previously reported events are included in this follow-up record. Product return status 22 devices were received. 1 device was not available for evaluation. Event confirmation status 22 reported events were confirmed. Evaluation results 22 devices were found to be affected by a worn seal.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was reportedly leaking. 23 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 24 </noe> malfunction events in which the device was reportedly leaking. 24 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 23 events were previously reported during the reporting period; however, - 1 previously reported event was included under MFR report # 0001811755-2019-01406 but should be included under this report. - 24 previously reported events are included in this follow-up record. Product return status 23 devices were received. 1 device was not available for evaluation.   Event confirmation status 23 reported events were confirmed. Evaluation results 23 devices were found to be affected by a worn component.   Additional information 24 devices were not labeled for single-use. 24 devices were not reprocessed and reused.